Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient during a mid-urethral sling placement and cystourethroscopy procedure performed on (B)(6) 2017 for the treatment of recurrent stress incontinence. Reportedly, the patient tolerated the procedure well and was taken t the recovery room in a stable condition. As reported by the patient's attorney, the patient has experienced an unspecified injury.

Manufacturer narrative:
Date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2017 was chosen as a best estimate based on the date of the mesh was implanted. Initial reporter: this event was reported by the patient's legal representation. The implanting physician is: dr. (B)(6). The following imdrf patient code capture the reportable event of: e2401 - unspecified personal injury. The following imdrf impact code capture the reportable event of: f12 - patient had sought for a legal recourse for injuries related to the device.